Event description:
It was reported that a hemorrhoidectomy procedure was performed in 2004. The pt developed intense bleeding of the suture line in november 2004. The pt required a reoperated to stop bleeding. In addition, the pt had an ulcer in the 4 o'clock position. During the reoperation, the surgeon reported seeing a blood clot of 6cm in size. The pt was hospitalized for 3 day after the revision of the suture line. There was no further pt complications.